Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr dual lumen powermidline catheter, a portion of a securacath device, and a photograph were returned for evaluation. An initial visual observation revealed a longitudinal split in the catheter between the molded joint and the 1 cm depth marker. Biological residue was observed on the catheter and the securacath device. The catheter was flushed with water using a 12 ml syringe and the leak between the molded joint and the 1 cm depth marker was observed when the gray lumen was flushed. A microscopic observation revealed the catheter was slightly flattened where the split was found. The split was observed to have straight edges and mostly smooth fracture surfaces, which were observed to be granular in texture. These findings suggest the observed damage was likely caused by compression forces on the catheter tubing. It should be noted that the proximal end of the catheter near the molded joint is tapered and therefore a larger outer diameter than the rest of the catheter tubing. The observed damage can occur if a compression-style securement device is positioned in this tapered region. Use of a statlock securement device is recommended. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information 26-mar-2026: the patient was changed to oral antibiotics. It is unknown what was infusing at the time the leak was discovered, and it is unknown if the patient experienced any symptoms or complications. The break was external.

Event description:
It was reported customer had a 4fr dl midline with a split in the line at approx. 3-4 cm. Secured with a size 4fr securacath. The line was only one day old. The device was removed. No exposure to blood, no medical intervention needed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.